Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced reduced wound healing and a painful burning sensation at ipg site. No falls or trauma were reported. Patient was given antibiotics. Surgical intervention was undertaken wherein the ipg was explanted. Cultures were obtained; however, the result of that testing is unknown.

Manufacturer narrative:
Section b3: date of event is estimated.